Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4)...catheter model# 8709sc serial# (B)(4) implanted: 2009-(B)(6) explanted: unk...catheter model# 8590-1 lot# n193635 serial# implanted: 2009-(B)(6) explanted:unk...physician programmer model# 8840. (B)(4). Analysis of the pump and battery revealed high resistance.

Event description:
It was reported a dye study was performed and the physician was unable to aspirate from the catheter access port. The catheter was replaced (the catheter was disposed of). During surgery the catheter was found to be twisted. It was suspected the cause was from "twiddlers syndrome". The drug was replaced with a lower concentration and back-table prime was performed. During the pump priming bolus, a critical alarm sound was heard. Upon interrogation a warning was seen on the 8840 (physician programmer) stating pump in safe state. The pump was replaced. It was indicated prophylactic removal. It was noted there was no injury and the patient recovered without sequela. The pump was delivering morphine.